Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary retention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. The clinical specialist had a post-op appointment with the patient to gather more information regarding the reason for the revision surgery, but the patient did not show up. The clinical specialist does not have any further information. There was no patient complications reported, and they are expected to fully recover.

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. The clinical specialist had a post-op appointment with the patient to gather more information regarding the reason for the revision surgery, but the patient did not show up. The clinical specialist does not have any further information. There was no patient complications reported, and they are expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).